Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; however, an analysis was conducted on-site. These results will be provided upon completion of the investigation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The (B)(6) vendor report indicates: the investigation of the incident is based on the extracted data from the device history log files. The technical service evaluation performed on the machine immediately after the incident did not reveal any indicators correlated to the incident. The treatment performed during the incident was scuf (slow continuous ultrafiltration) with treatment settings for the blood pump rate of 34 ml/min and ultrafiltration rate of 30 ml/h (according to the treatment log file; this value is contrary to the reported value of 20 ml/h). The analysis of the aquarius machine history log files of this event showed that a high number of alarms occurred over the treatment time of about three hours. Most of the alarms were related to "low (venous) return pressure". Every return pressure alarm results in a stop of the blood pump and all balance pumps (if scuf selected: filtrate pump only is active). If this occurs, the user is to take measures to eliminate the root cause of the alarm and to restart the pumps. After restart, the balance control system then starts again with a fixed calculated value for the pump control; after 15 seconds the pump control value is automatically adjusted based on the scale values for recalculation. This means in the first 15 seconds after start, the filtrate flow rate is not corrected by the actual scale values. The history log displays three balance alarms (2x filtrate, 1x substitution). If the root cause of the alarms is not eliminated the repeated confirmation of balance alarms leads to a misbalance of approximately 20 ml for each balance alarm (if pediatric blood tube set is selected). The treatment was interrupted by alarms leading to a relatively high fluid loss. The differences between the intended fluid loss of 30 ml/hour, the displayed fluid loss (24 ml at the end of 3 hours) and actual fluid loss (120 ml, measured by ultrafiltrate bag weight gain) were caused by the discontinuous treatment. To confirm the correct fluid removal in normal operation a mock treatment was performed on a comparable aquarius machine with the same treatment settings as used in the incident. The deviation between intended and actual fluid loss was only 16g over 66 hours. The analysis of the device history revealed that the balance system worked correctly and that the balance alarms were given correctly by the device. Based on this assessment a malfunction of the affected aquarius device can be excluded. Root cause was not determined.

Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2011. It was reported that on an unconfirmed date an aquarius machine was involved in a fluid loss incident. The unit manager called baxter and requested that the doctor on the unit involved be contacted. On an unknown date the doctor was contacted and reported that the aquarius was set in slow continuous ultrafiltration (scu) mode and was programmed to remove 20ml/hr. At the end of the first hour of treatment, the fluid loss displayed was 11ml. The ultrafiltrate bag weight gain (by direct measurement) was 40ml. By the end of the third hour of treatment the fluid loss display read 22ml and the ultrafiltrate bag weight gain was 120ml. The doctor stated that by the end of treatment the patient's weight had changed from (B)(6) indicating significant fluid removal, leading to cardiac arrest of the patient. The patient required CPR and had a successful resuscitation. Therapy was discontinued. No further information was available.